Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that on the base frame where the seat post goes into, there is a weld threaded block that socket screw attaches the seat post, the block has broken at the weld.